Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 1999. Subsequently, a revision procedure was performed on (B) (6) 2009, due to polyethylene wear and locking pin migration. The polyethylene bearing and tibial locking bar were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that the condyles have been deformed consistent with repeated articulation. The material around the recessed wear region has a white-cloudy-opaque appearance beneath the surface. The material underneath the recessed wear region has a mottled yellowish appearance. This may be indicative of subsurface cracking due to stress. Both medial and lateral sides of the component are flared outward instead of vertical, which is typical of creep deformation. There is no evidence of pitting or delamination present. The inferior bearing side shows no major wear typical of misalignment or poor attachment with the tibial plate. Machine lines are present on the inferior surface except under the worn areas inferior of the concave condylar regions. The tibial bearing's anterior locking pin notch is split in the center.

Event description:
It was reported that patient underwent total knee arthroplasty on (B) (4) 1999. Subsequently, a revision procedure was performed on (B) (4) 2009 due to polyethylene wear and locking pin migration. The polyethylene bearing and tibial locking bar were removed and replaced.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.